Event description:
It was reported that an arm of a vena cava filter detached from the filter and migrated into the pt's pulmonary artery. It was unk when the component detached from the filter and migrated; however, the detached component was observed after the filter was successfully retrieved with a recovery cone. There was no injury to the pt and was reported to be asymptomatic. The pt is scheduled for a one month f/u.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The explanted filter was returned for eval. The investigation is currently underway.